Manufacturer narrative:
A ge service rep performed an onsite investigation, and was unable to duplicate the reported problem. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up, displayed an error message and would not perform fluoroscopic x-ray. No pt injury was reported.